Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va04g0l, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# v884066, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
It was reported that the patient¿s system was removed due to an infection at an unknown location. Perioperative antibiotics had been administered and it was not meningitis. The date of onset or diagnosis was (B)(6) 2014. The patient experienced redness, drainage, and pain. The type of organism cultured was enterobacter aerogenes and ¿wagney¿ staph. The patient was treated with both intravenous (IV) and oral antibiotics. A new system had since been implanted.